Event description:
The reporter stated that the suspect device had some variations compared to the lab. Examples given were 4.5, 4.2 and 6.0 inr on the device. Corresponding lab inr results were .87, 2.0 and 4.0. No treatment alleged. The device was replaced and requested to be returned for evaluation.